Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximate date after the implant procedure from date manufacturer was made aware. Additional suspect medical device component involved in the event: product family: scs-linear leads; upn: m365sc2218500; model: sc-2218-50; serial: (B)(6).

Event description:
It was reported that patients spinal cord stimulator lead had impedances. The patient underwent a lead replacement procedure and was doing well post operatively. The explanted device will not be return as it was not released by the facility.